Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci robotic hysterectomy for pelvic pain and dysmenorrhea on (B)(6) 2011. Intuitive surgical was provided with the operative report. Additional information provided includes discharge summaries, history and physical, additional operative reports,and pathology reports. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was a report of an intraoperative complication. The bladder was unintentionally entered during the dissection of the scar tissue between the bladder and the vagina. On (B)(6) 2011, the patient underwent a davinci robotic hysterectomy procedure. It was noted that there was adhesions between lower uterine segment and bladder from previous cesarean sections. Incidental cystostomy repaired during surgery. The cystotomy was repaired robotically at the time of the initial surgery. Subsequently at home the patient noted urinary incontinence and leaking urine through the vagina. On (B)(6) 2011 the patient underwent cystoscopy with retrograde pyelography. The patient was diagnosed with a vesicovaginal fistula. A vaginoscopy then noted a fistula next to the vaginal cuff. On (B)(6) 2011, the patient returned to the or for a repair of vesicovaginal fistula via laparotomy. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.